Manufacturer narrative:
Concomitant medical products: d154awg ICD, implanted: (B)(6) 2007.

Event description:
It was reported that the patient was shocked inappropriately for ventricular fibrillation (vf) due to noise on the pace sense portion of the right ventricular (rv) lead. It was noted that there were short v-v intervals, high impedance and a confirmed fracture. The pace sense portion of the rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.